Event description:
The user reported that the catheter broke away from the luer connector at the end of the catheter where the inserted luer stops just inside the silicone catheter. The user did not provide a correct part number or lot number. No harm or injury was reported. Implant date was not provided.

Manufacturer narrative:
Device eval the suspect device will not be returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Merit is unable to determine a root cause without the device. Conclusion: device not returned.